Manufacturer narrative:
Follow-up # 1 (05/11/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510 (k) # k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate high readings on his one touch ultra meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information. The patient mentioned that he started to use the ultra meter a week ago, and noticed the alleged high readings. Prior to using the ultra meter the patient obtained readings between 4 and 8 mmol/l. Customer service noticed through the patient's history that this ultra meter was replaced in the past and was suppose to be sent back to lfs. The patient started to use this meter last week since he lost his ultra 2 meter. The patient mentioned that for the entire week he was getting allegedly high readings with the lowest reading of 16.0 mmol/l. On (B)(6), the patient developed hypoglycemic symptoms around 2-3:00 am. Prior to going to bed the patient obtained a result of 5.2 mmol/l on his lfs meter and took 14 units of lantus insulin (set amount regardless of blood glucose readings). He then went to bed and his wife contacted the paramedics, since she noticed that he was not conscious. She did not attempt to test his blood glucose on his meter. When the paramedics arrived they obtained a blood glucose reading just above 2mmol/l on their meter. Paramedics treated the patient with a hypo stop liquid/gel. The wife then treated him with lemon tea and some biscuits. Patient felt better 1-2 hours later. Prior to the patient leaving his blood glucose reading on their meter was 5.2 mmol/l. Products were replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the high readings, he later developed symptoms suggestive of a serious injury and had to receive medical attention and treatment by paramedics.